Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted into the proximal-mid left anterior descending (lad) artery. The target lesion was mildly tortuous and with a chronic total occlusion (100%). No damage was noted to packaging. The device was not inspected. The lesion was pre-dilated. It was reported that the patient suffered sub-acute stent thrombosis (>24 hours-30 days post stent implantation). Vessel occlusion due to thrombus was also reported. The patient suffered a target vessel myocardial infarction 11 days post implantation of the resolute onyx stent. The patient was reported to be receiving ECMO treatment. The patient status is alive with injury.

Manufacturer narrative:
Procedural images were provided for the stent implantation procedure and the follow up treatment of the stent thrombus. Cine images - index procedure the procedural images capture the patient lesion condition as reported by the account. Pre-dilation and successful stent implanted is captured. The implanted stents were also post dilated. Improved flow was visible post implantation of the 3.0 x 26 mm and the 2.75 x 34 mm stent. No interruption in blood flow is visible post procedure. Cine images - follow-up procedure the returned images capture the reported stent thrombus as reported by the account. The thrombus is successfully treated with balloon dilation. Improved flow is captured post treatment, with no blockage visible post treatment. Two short video clips and a still image was provided for review. All three capture the reported in-stent thrombus, post implantation of the onyx devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no issue occurred during deployment. The stent was fully expanded but ivus guide wasn¿t used during the first procedure. The thrombus occurred within the resolute onyx stents. The stent thrombosis was noted 10 days post stent deployment. The lad vessel occluded due to the stent thrombus. The thrombosis was sucked out with an aspiration catheter. The patient was on dapt when this thrombotic event occurred. The patient is reported to be deceased. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient has a history of diabetes. Two resolute onyx drug eluting stents were implanted during the procedure. Bp and kidney functions are stabilizing, but the patient hasn¿t regained consciousness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient died of multi organ failures. The patient was already in poor condition prior to the procedure. Therefore, the physicians do not assess that the use of resolute onyx stents is the main cause of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.